Manufacturer narrative:
Patient information was unavailable at the time of report. Other relevant device(s) are: product ID: 9735740, software version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was glitching as a whole. It would freeze up, screens popped up randomly, and it was kicking the user out of applications. The hard drive was replaced and the system passed the system checkout functioning as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site received an error message at the end of a case. The site was on their last two screws and a dialog box popped up which stated "starting new case". The site clicked the 'x' to close the box, and the system exited to the application login screen. The site was able to log in, but aborted navigation because they were almost done with the case. There was a less than 1 hour surgical delay and no impact on patient outcome. Additional information was received from a manufacturing representative (rep). It was reported that an error message did not appear on the screen while navigating. What happened was that while navigating both screens became unresponsive. Neither touchscreen would work, the mouse would not move, and sometimes the account would get kicked out of the application to the login screen. The system was running application 1.1 and os 1.0.4.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.